Event description:
It was reported per call report that a member of the transport crew called with issues concerning battery operation. The first pump they tried to use would not switch to battery power; it also appeared to not receive a charge. They had already switched out pump & were on transport now with no issues. When clinical support specialist (css) spoke with transport technician they were transporting via ambulance during our conversation. Css told her she made the right decision, especially considering transport of patient. Transport technician asked "what else she could have checked" & css did review power cable connection & breaker switch troubleshooting with her for future reference. Transport technician said she "was getting good augmentation and pumping in 1:1." She stated that "it would not allow her to change trigger to arterial pressure (ap)." Css explained that is true in auto pilot mode, but that if she wanted to use ap trigger & stay in auto pilot, then she could just unplug ECG cable. Pump would then switch to ap trigger automatically. Discussed how auto pilot is a huge benefit during a transport situation to allow her to focus care on patient. Transport technician had never been told that she could disconnect the ECG & was glad to know since ap is usually the better trigger during transport.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from three architect analyzers in the customer lab. The customer observed the error with the cea, hcv, and hepatitis b surface antigen (hbsag) assays. The customer was advised to change the lot of reaction vessels (rv's) and monitor the performance, as the customer suspects the rv's are the cause of the error. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.